Event description:
It was reported that an ilet displayed alert code 38 for consecutive stalled motor and multiple resets did not resolve the malfunction, during which the user experienced elevated blood glucose with a reported peak above 300 mg/dl and several hours above 180 mg/dl before trending down; a replacement device was shipped and the user was instructed to transition to backup therapy until receipt. Symptoms included hyperglycemia without loss of consciousness, diabetic ketoacidosis, or other acute complications, and without need for professional medical intervention or assisted care. Outcomes included user inconvenience and a temporary interruption of normal device therapy pending replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.